Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue. The ipg was electively replaced, and effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to get into MRI mode and repositioning the patient was attempted. Upon further investigation the system diagnostics recorded high impedances on the lead. The patient was not receiving full effective relief. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102098.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102098.